Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the patients death due to a cardiac arrest and ccpd therapy utilizing the liberty select cycler. The cause of the patients cardiac arrest leading to his death can be directly attributed to complications following an mi with a significant cardiac disease history. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease . Therefore, the liberty select cycler can be excluded as a cause of this event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this patient on continuous cyclic peritoneal dialysis (cc(pd)) therapy expired on the liberty select cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patients pdrn, it was reported this patient expired due to a cardiac arrest caused by complications from a previous myocardial infarction and other cardiac comorbidities on (B)(6) 2021 in a rehabilitation facility. Prior to this event, the patient was hospitalized on (B)(6) 2021 following a myocardial infarction (mi) that was unrelated to pd therapy. It was affirmed the patient was not connected to their cycler on or around the time of the mi. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was transferred from the hospital to a rehabilitation facility on (B)(6) 2021 where they were able to undergo ccpd therapy on their home liberty select cycler on the night of (B)(6) 2021. In the early morning of (B)(6) 2021, the patient was found unresponsive and pulseless by a laboratory technician while still connected to their cycler in the rehabilitation facility. The patient was pronounced deceased shortly thereafter. The cause of death was determined to be a cardiac arrest due to complications from the prior mi, cardiac arrhythmias and atherosclerotic cardiac disease. It was confirmed the patients mi, the associated hospitalization and rehabilitation admissions and cardiac arrest leading to this death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this patient on continuous cyclic peritoneal dialysis (cc(pd)) therapy expired on the liberty select cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired due to a cardiac arrest caused by complications from a previous myocardial infarction and other cardiac comorbidities on (B)(6) 2021 in a rehabilitation facility. Prior to this event, the patient was hospitalized on (B)(6) 2021 following a myocardial infarction (mi) that was unrelated to pd therapy. It was affirmed the patient was not connected to their cycler on or around the time of the mi. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was transferred from the hospital to a rehabilitation facility on (B)(6) 2021 where they were able to undergo ccpd therapy on their home liberty select cycler on the night on (B)(6) 2021. In the early morning on (B)(6) 2021, the patient was found unresponsive and pulseless by a laboratory technician while still connected to their cycler in the rehabilitation facility. The patient was pronounced deceased shortly thereafter. The cause of death was determined to be a cardiac arrest due to complications from the prior mi, cardiac arrhythmias and atherosclerotic cardiac disease. It was confirmed the patient¿s mi, the associated hospitalization and rehabilitation admissions and cardiac arrest leading to this death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this patient on continuous cyclic peritoneal dialysis (cc(pd)) therapy expired on the liberty select cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired due to a cardiac arrest caused by complications from a previous myocardial infarction and other cardiac comorbidities on (B)(6)2021 in a rehabilitation facility. Prior to this event, the patient was hospitalized on (B)(6)2021 following a myocardial infarction (mi) that was unrelated to pd therapy. It was affirmed the patient was not connected to their cycler on or around the time of the mi. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was transferred from the hospital to a rehabilitation facility on (B)(6)2021 where they were able to undergo ccpd therapy on their home liberty select cycler on the night of (B)(6)2021. In the early morning of (B)(6)2021, the patient was found unresponsive and pulseless by a laboratory technician while still connected to their cycler in the rehabilitation facility. The patient was pronounced deceased shortly thereafter. The cause of death was determined to be a cardiac arrest due to complications from the prior mi, cardiac arrhythmias and atherosclerotic cardiac disease. It was confirmed the patient¿s mi, the associated hospitalization and rehabilitation admissions and cardiac arrest leading to this death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage with a misaligned top cover. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak. Valve actuation, safety clamp test were performed and passed. A simulated treatment using (as-received) treatment settings with reduced dwell time was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.